Event description:
Hole found in plasma collection bag contained in sterile tpe (therapeutic plasma exchange) set; plasma began leaking down back side of cobe spectra apheresis system, so bad was replaced. When plasmapheresis exchange was almost completed, the machine suddenly stopped working. Patient developed acute onset chest pressure, nausea and dizziness, leading to emergency room visit for treatment of symptoms.